Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following: at 0513, blood specimens were drawn from the patient's port cath, the initial lab results were reported at critical hgb 4.8 hct 13.6. In response, the specimens were stat redrawn for verification before blood transfusion. At 7:29 the results returned within normal limits hgb 8.4 hct 24.3. During the redrawn procedure, it was observed that when blood was drawn back through the needless connector. The connector was filled with blood. This may have contributed to the initial results.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of customer feedback could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.